Manufacturer narrative:
The device has been returned and evaluated by product analysis on 30-aug-2018 with the following findings: during investigation, the keypad cover was undamaged. The keypad was removed and no contamination or damage was found to the key¿s contacts. The keypad buttons responses were not able to be tested due to moisture corrosion. The pump¿s cover was removed, and further moisture corrosion was found to the cgm module, the keypad circuit and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow. Down arrow and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.